Event description:
A customer contacted beckman coulter inc (bec) to report hydro pneumatic. No injury or exposure was reported.

Manufacturer narrative:
A bec field service checked the waste exit sumps and replaced the drain tube in sump. (B)(4).